Event description:
Information received indicates the brake and steer casters are not holding at foot end of the bed when placed into brake.

Manufacturer narrative:
The technician replaced the brake and steer casters to repair the bed.